Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device's defib output was out of specification. The clinician indicated the strips showed 90 joules delivered when set at 200 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.